Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 530 mg/dl after switching from a previous infusion set to an inset, during which the cannula did not enter the body and insulin was observed leaking. The user disconnected and administered subcutaneous fast-acting insulin by pen and was advised to wait two hours, and the user requested replacement and goodwill due to concern about running low on sets. Symptoms included chest pain, chills, and blurry vision. Outcomes included high glucose requiring self-administration of rescue insulin without hospitalization. Investigation included customer care agent troubleshooting, and education on proper infusion set insertion and connector attachment. Investigation of this case revealed an incorrectly deployed infusion set or unsecured connector leading to interrupted insulin delivery and hyperglycemia, consistent with an infusion set deployment or connection issue. It was concluded, based on previously established findings for similar reports, that user technique during infusion set insertion and connection was the most probable cause.

Manufacturer narrative:
Initial.